Manufacturer narrative:
The reported event was confirmed during functional testing of the autopulse platform (sn (B)(4)); the root cause is due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 25 feb 2013. It is approaching its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. Upon customer approval, the processor will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse platform with serial (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. The issue occurred during routine check, there was no patient involvement. The reporter also noted observing a clicking sound when the device was powered on.